Event description:
On (B)(6) 2021 had cataract eye surgery. I paid $(B)(6) for lens made by alcon panoptix lens with reading and distance without glasses. I did not get the lens I paid for. I do not have distance to pass dmv license test. Dr. (B)(6) will not give me my medical records and device records. Alcon will not give me my device med records. Alcon is covering up to help dr. (B)(6). If I did not get the lens I paid for this is extortion. FDA safety report ID # (B)(4).